Manufacturer narrative:
Restored os disk and system backup. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot and was stuck on the philips logo on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.